Event description:
It was reported that the applier jaw was found bent during a surgery. Therefore, another applier was used instead. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2019. Evaluation of the returned instrument shows that the tips are loose and misaligned, and the jaw pivot pin is slightly sticking out on one side of the damaged/bent outer tube assembly. We are able to validate this complaint. This instrument was disassembled after initial evaluation and it was found that the bottom of the drive rod (n00185) is slightly bent where it engages the jaws and the drive rod fingers are damaged. It is suspected that the bent drive rod and damaged drive rod fingers is the cause for the jaws to be loose and misaligned and for the jaw pivot pin to be slightly pushed out on one side of the tube assembly. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier jaw was found bent during a surgery. Therefore, another applier was used instead. The applier was purchased by the hospital within 1 year.